Event description:
The reporter stated that the keypad buttons were intermittently activating pump functions when pressed for the past week. He states the frequency of a lack of pump response is increasing. It is reportedly the most difficult to get the down arrow button to activate a desired pump response. There is no evidence of other unusual activity with or misuse of the pump. The buttons reportedly do not stick or spring back. The patient does not clean the pump. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The device was returned to animas. All keypad buttons were intermittently activating pump functions when pressed during evaluation. Adhesive was found under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.